Event description:
The pt was revised because of infection.

Manufacturer narrative:
No product was returned. A search of the warsaw and international complaint database did not find any additional reports of this nature for the product code/lots provided since their respective release for distribution. The investigation could not verify or identify any evidence of product contribution to the reported problem. The initial report states that it is not suspected that the product failed to meet specs or contributed to the reported event. Based on the investigation, the need for corrective action is not indicated.